Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3. Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that six months ago the pt started receiving issues when attempting to charge their implant. The pt had trouble connecting to their device to charge implant (pt clarified that they had no issues connecting to their device when they wanted to adjust their stimulation therapy). To charge the implant the pt could no longer use their recharging belt for the only way to charge their implant was to directly place the controller over the rtm paddle while the paddle was over the implant (pt mentioned that they had to have the controller closer to the implant in order for the devices to recognize the implant). Pt mentioned while recharging their implant that their controller showed cannot connect and to adjust the rtm, pt said they knew that the rtm was over the implant for when they put their finger in the circle of the rtm they could feel the implanted device (pt made no allegations towards feeling their implanted device). Pt ment ioned that when they charged their implant they use to receive high numbers during passive recharge for the numbers were in the "mid 90s" but now when the pt attempts passive recharge they are unable to get high numbers for they get "low or low teen" numbers during passive recharge. Pt mentioned that they were able to get the number 76 for a split second yesterday during passive recharge but then the quality number went low again. Pt mentioned 1 month ago when they were charging their implant they felt "significant heat" from the rtm and it felt like the rtm wire was going to "catch fire." Then 2 weeks ago when pt attempted to charge their implant the rtm wire that goes into the paddle got hot, "alarmingly hot" to the point where the pt could no longer charge their implant for they were too uncomfortable; pt mentioned that the relay box got "really warm" as well (pt verified that it was just a burning sensation and their was no burning mark on the skin). Pt mentioned that they did "not have a good day pain wise" yesterday because they were unable to use their stimulation therapy for their implant was depleted (pt mentioned that when the stimulation works their implant device works great). Pt said that they were "freaked out" when thinking about charging their implant last night and when the pt attempted to charge their implant last night the pt was unable to charge their implant (pt mentioned that they usually charge their implant at night). . During the call the pt did not have medtronic equipment with them and will call back later with equipment for an rtm replacement.